Event description:
It is reported, alaris smartsite tubing bulge/ballons. Deescription: incident 2 3-3: alaris pump ringing off occluded while infusing hepns. Rn traced line and subsequently opened alaris pump. Tubing found to have large bulge.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: incident #2 (3/3): alaris pump ringing off occluded. Tubing found to have large bulge. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The tubing was primed with water and no observation of leakage or occlusion. The customer complaint was unable to be replicated. We usually see bulging or ballooning of the IV tubing or pumping segment, due to pressure being forced into the IV tubing set. Due to the medical grade silicon that the pumping segment is manufacture with, the pumping segment is the only location where the tubing can expand when pressure is forced up into the tubing. We commonly hear of this happening when an IV push had been delivered or possibly if the tubing set was improperly loaded into an alaris pump module. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.